Event description:
Patient called lfs in 04/03 alleging the meter would not power on. Patient reported symptoms of weakness, tiredness, and having no energy. Patient did visit the physician but not until 3 days after noticing the meter would not power on. No treatment given at the doctor's office. The issue was not resolved with troubleshooting. No further information has been reported.